Event description:
A dialysis facility reported that a patient became hypotensive after a hemodialysis treatment and passed out in the parking lot. There was no reported device problem during treatment. Based on the reported pre and post weights, saline given and what the machine indicated was removed, there was a fluid weight loss variance of 1.5 kg. Patient recovered without injury.

Manufacturer narrative:
Device investigation was performed by the facility bio-med. There was an ultrafiltration (uf) error of 48 ml/hr. But this does not account for the high uf for this event.